Event description:
Discordant, falsely elevated glucose results were obtained on sixty-seven patient samples on an advia 1800 instrument. Two examples were provided, and the results for those two patients were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample reagent wash pump (swrp) was damaged, preventing it from performing washes correctly. The fse replaced the swrp and then calibrated the instrument and ran quality controls, which were within range. The instrument is performing within specifications. No further evaluation of the device is required.